Manufacturer narrative:
**** Additional manufacturer narrative - 24-october-2018 **** a lumenis service engineer visited on august 28, 2018 and could not duplicate the reported error '451 - attach fiber' initially reported by the complainant. The engineer performed the following tests: "attached service fiber and error 451 cleared. Opened up system and disconnected and reconnected electrical connections to sis board. Tried new multi-use fiber. No error. Checked fibers that had failed previously. No 451 errors occurring. System working normally." A review of subject device DHR records revealed that the system was manufactured, tested and released according to lumenis specifications, further noting no issues linked to the reported event. A review of subject device user manual (0637-117-01_k) revealed the following under the troubleshooting section: "attach fiber" advisory message appears on the control screen -probable cause: the delivery system laser connector is not properly connected to the laser. -suggestion: connect the delivery system as instructed in the "connection instructions" section. Based on the above information, the most probably cause for the reported event was the failure of the user to connect the fibers as required by the user manual.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter directly for additional information which was provided. The reporter confirmed that "the operator was able to complete the procedure without the use of the laser. It was not a stone treatment, rather the intention was to use the laser to aid in the insertion of the patient's stent. There was some urethral stricture preventing it. As the system was not recognizing fibers they switched to a series of dilators instead, and the procedure was completed (stent was inserted) with no complications or injury to the patient". A review of historical product complaints shows that the same malfunction has not led to serious injury in the past. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the intended stent placement was to prevent permanent damage of a body function, and in an abundance of caution lumenis is reporting this malfunction. The laser has not yet been evaluated by the manufacturer; therefore a failure analysis of the device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A foreign user facility reported that during a urethral stent insertion procedure in which a lumenis pulse 100 laser system was to be utilized, the system was not recognizing laser fibers. The intention was to 'reduce' urethral stricture by use of the laser. Unable to utilize the laser, the facility used a series of dilators instead, and the stent was successfully inserted with no complications or injury to the patient.